Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer stated that the unit had a rotor issue. Upon triage on (B)(6) 2016 the service tech found that the unit had no alarm.